Event description:
A review of service data detected a reportable event. During servicing of charger/modem sn (B)(4), which was returned for normal maintenance, the charger/modem was unable to power on. The last pt to use this charger did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. Upon receipt the charger/modem would not power on. The cause of the charger/modem failure was a defective buck converter u604 and a defective power supply brick. The 12v supply voltage line was defective, causing the u604 to not function properly. The root cause for the defective 12v supply voltage line and the defective power supply brick cannot be positively determined. No adverse event resulted from the defective u604 component and power supply brick. The pt received a replacement battery charger/modem.